Manufacturer narrative:
(B)(4). The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed low battery. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump was received with case cracked behind the pump near the battery compartment.

Event description:
The customer reported via phone call that their insulin pump had hairline crack at the back side. The customer¿s blood glucose was 91 mg/dl at the time of incident. Customer stated the insulin pump had cosmetic damage. Customer reported that they changing her battery 3 times in a week. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.